Event description:
Neuroform stent was deployed. After deployment and when removing delivery catheter, stent moved proximal to deployment site. Intervention required by surgeon to remove the stent. Surgery time was prolonged.